Event description:
In this event it is reported that a waveone gold glider 015-02/25mm blister 3 us broke during use. The broken part was not retrieved. The canal was treated and the patient will return for further treatment. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: nothing unusual to report was found during DHR review. DHR dated 2/07/2024. Query indicates no additional complaints have been received for this lot number. Customer not returning. Product not received at investigation site. No other complaints have been recieved for this lot number.